Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing on the right ventricular lead. The physician attempted to extract the lead but had difficulty, so the lead was capped and replaced. No further patient complications have been reported as a result of this event.